Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The unit was recalibrated, and the unit was returned to service. Customer reports there is no patient information available.

Event description:
The hospital reported that during a case while in synchronized intermittent mandatory ventilation mode, the unit alarmed and stopped ventilating. Mechanical ventilation was eventually able to be restarted. There was no report of patient injury.